Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that insulin pump had unexpected restart alarm. Customer reported they were able to clear the alarm. Customer able to complete rewind. Alarm occurred shortly after inserting a new battery. Customer had received multiple battery out limit alarms when batteries are out of the pump for less than one minute. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. The device will be returned for analysis.